Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was verified. The battery was replaced and the device was recertified, returned to the customer. Review of the device logs indicated that the device was stored without the electrode pads connected, which resulted in the device displaying a red x. In this state, the device will not execute device testing based on how it was configured (typically 7 days) and only provide alerts to the user that attention is required. In accordance with our labeling, the electrode pads must be connected at all times. The device should be tended to when displaying a red x and is an indication it is not ready for clinical use. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.